Event description:
A customer contacted baxter's technical service center reporting one of the lines on the set had a hole in it during therapy on a home choice (hc) and the home patient (hp) needed to get the cassette out of the machine to start over. The hp was not connected. The hp had turned off the machine. The technical service representative (tsr) instructed the hp to turn on the machine and the tsr instructed the hp to down arrow to the end of therapy and press enter. The tsr helped the hp end therapy and remove the cassette. The tsr asked what line had a hole in it and the hp stated she thinks it was the patient line and she has a small dog that may have bit it. The tsr instructed the hp to contact the peritoneal dialysis nurse (pdn) about the hole in the line and therapy options. The hp understood. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).this complaint for a damaged issue is confirmed, since it was reported that the patient's pet chewed the lines. The assignable cause was determined as an animal bite, based of the report of the pet biting through the lines. A labeling review found the labeling to be adequate for the use/user error identified in this incident.